Manufacturer narrative:
(B)(4). Date sent to the FDA; 3/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b3, d4, d9, h4, h6. H6 component code: g07002 ¿ conforming device. A manufacturing record evaluation was performed for the finished device batch plr551, and no non-conformances were identified. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that a sealed box and ten unopened samples of product code w8703 were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.it should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted. Additional information was requested and the following was obtained: event day: 20 jan - procedure name: CABG - lot number: plr551.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event day, procedure, lot, device status. Note: events reported via mw # 2210968-2021-01377, 2210968-2021-01378, 2210968-2021-01379, 2210968-2021-01380, 2210968-2021-01381, 2210968-2021-01382, 2210968-2021-01383.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the suture easily broke while knot tying. The procedure was delayed 10 minutes and was completed successfully. There were no adverse patient consequences reported.